Event description:
It was reported that the patient presented to the hospital after recieving experiencing shocks, due to oversensing. A chest x-ray confirmed that the right ventricular lead had dislodged. The lead was explanted andreplaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.